Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 02/18/2011 and 03/11/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a dislocated intraocular lens (iol). In a f/u, the surgeon explained that the lens dislocated due to capsular contracture of the bag and is not related to the iol. The lens was exchanged for a different model lens which was placed in the sulcus. He reported that the pt is doing "fine".